Event description:
It was reported that this right ventricular (rv) lead together with whole system presented with an infection. Lead was explanted and a new lead was successfully implanted for semi perm implant. No additional adverse patient effects were reported.